Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. The alleged "eos/eri" and "failure to program" events were determined to be the result of normal battery depletion. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. A battery life estimation resulted in 0.52 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eos condition is an expected event. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012, clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2012 revealed that the patient was having difficulties with her seizures. The patient brought a three month targeted list and the physician stated that it is very clear that when she had seizures for days one, two, three, or four in a row, that they decrescendo, and she would have one or two, typically two to three on day one and then go up to three of four that clustered typically around 4:30 to 8:30pm in a high potential. The physician noted that lack of sleep certainly made things worse for her and the patient has not missed medications. The patient had a short seizure in the waiting room and when the physician looked at her list for the two days prior to this, they were a crescendo again. The physician described her episode as a head jerk or twitch where she gets a funny feeling and may get a leg stiffening at the same time. The physician interrogated the patient's device and her settings were output=2.5ma/frequency=20hz/pulse width=500usec/on time=60sec/off time=0.3min/ magnet on time=2.75ma/magnet on time=21sec/magnet pulse width=500usec. An impedance check was performed which showed the correct impedance in milliamperage for what ''went out.'' The magnet was then swiped and the patient's voice went down with the magnet stimulation and she had some stiffness in the voice but the heart rate was well maintained. The patient had a cough at that same time. Once the magnet swipe was over, the patient's seizures immediately curtailed and stopped. The patient was noted to be doing wonderfully afterwards. Clinic notes dated (B)(6) 2012 were also received which indicated that the patient continues to have some seizures and the seizures are noted particularly as partial. The physician reviewed her seizure list and there were days where she has 3 or 4 of the complex and a couple of the generalized seizures. The patient noted that swiping the magnet helps. Clinic notes dated (B)(6) 2011 again state that the patient is still having seizures. The patient's settings were increased from magnet on time of 30 seconds to 1 seconds but the magnet output was increased to 2.75ma to give her a better way to impede the seizures when they come. The physician later reported that the increase in seizures occurred sometime around (B)(6) 2012. The patient's most recent diagnostic results showed output=ok/dcdc=1/neos=yes; the type of diagnostic test performed was not specified. The physician noted that it is possible that the increase in seizures is related to vns but the case is too complex to tell. The patient has been referred for a battery replacement. The increase in seizures is possibly above pre-vns levels but the frequency is too variable to tell. The increase in seizures is the patient's partial seizures with second degree generalized. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. It was later reported on (B)(6) 2012 that the patient's settings are output=2.5ma/frequency=20hz/pulse width=500usec/on time=60sec/off time=0.3min/ magnet on time=3ma/magnet on time=21sec/magnet pulse width=500usec. No diagnostics were performed on the last visit. The physician indicated that the voice alteration is during stimulation and is due to the vns activation and the high programmed levels of stimulation. No programming changes are planned at this time. The physician stated that the patient requires very high levels of stimulation to help control her seizures. The consultant stated that the increase in seizures was noted to be below pre-vns baseline levels. On (B)(6) 2012, the patient underwent battery replacement due to eos. The patient was unable to be interrogated prior to surgery due to eos. It was confirmed that the programming system was functioning properly. The explanted generator was returned for product analysis on (B)(4) 2012. Product analysis is still underway but has not yet been completed.